Event description:
Overdelivery due to incorrect rate setting reported. The nurse states the pump was set to infuse a hydration fluid via line a at 50ml/hr and on either line b or line c (specific one not recalled) was cardizem 125mg/100ml at a rate of 10ml.hr. The nurse states "I set the rate at 10ml/hr and the volume to be infused at 125ml and hit enter. Somehow the pump infused the cardizem at a rate of 125ml/hr." He noted that the container was empty after one hr of infusion. He states "I feel the pump must have changed the volume to the rate once I hit enter because I know I remember placing a volume of 125ml and the rate at 10ml/hr." The pt did not experience any adverse effect from the overdelivery. No further info was available.